Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 intraocular lens (iol) was explanted in a secondary procedure, from the patient's left eye, due to the patient being unhappy with their vision. Patient was bothered by halos. The doctor wanted to provide an intermediate focal point. The lens was replaced with another multifocal lens, a model zkb00 lens. The patient was reported as doing good with the replacement lens. No further information was provided.

Manufacturer narrative:
Device evaluation: the complaint device was returned to the manufacturer for evaluation and visual inspection was performed. Visual inspection of the return sample revealed that the lens is cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis was not possible. The complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and the documentation shows that the production order was manufactured according to specifications. During manufacturing process, all products are subject to cosmetic inspection prior to optical testing. The in-line optical inspection data shows the lens is within power specification. Hence the lens meets the specified cosmetic requirements. There were no non conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. A search on complaints revealed that no other complaints for this order number were received to date. A review of the historical complaints was performed and did not identify any product deficiency. Labeling review: the directions for use (dfu) was reviewed which adequately provides warning related to perception of halos and glare and associated effects of this phenomena under certain conditions. The dfu provides instructions for the proper use and handling of the intraocular lenses. Based on the investigation results, reported complaint was not confirmed and no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.